Manufacturer narrative:
The broken reamer reported was likely the result of the reamer experiencing high loads possibly during off-axis reaming and/or contact with hard bone which led to brittle fracture of the blades.

Manufacturer narrative:
Pending evaluation.

Event description:
During a procedure, the reamer broke while reaming the glenoid. All parts were retrieved, and nothing was left in the wound. The patient wasn¿t effected and the case wasn¿t prolonged. An x ray was taken showing no parts were left in the patient. Patient was last known to be in stable condition following the event. Device to be returned.